Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient developed a moderate sized hematoma after implant. It was further reported that the patient experienced diaphoresis, nausea, vomiting, a rash on their thorax, and was diagnosed with chronic viral syndrome. The device is still in use. No further patient complications have been reported as a result of this event.